Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va23s5z, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 3389s-40, lot#: va2c7w3, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-jun-2022, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 12-aug-2023, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 25-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The dbs system was explanted and replaced. The issue was resolved.